Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified middle and distal end of right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. The guidezilla guide extension catheter was lifted up however, it become stuck with the balloon and the balloon shaft was damaged. The device was simply removed nad the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified middle and distal end of right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. The guidezilla guide extension catheter was lifted up however, it become stuck with the balloon and the balloon shaft was damaged. The device was simply removed nad the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that there was no device issue for the 3.5mm x 8mm quantum maverick balloon.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found hypotube kinks.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified middle and distal end of right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation. The guidezilla guide extension catheter was lifted up however, it become stuck with the balloon and the balloon shaft was damaged. The device was simply removed nad the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that there was no device issue for the 3.5mm x 8mm quantum maverick balloon.